Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced two occlusions with two different sets. The insulin pump had alarmed no delivery. The patient's blood glucose at the time of incident was 520 mg/dl. The patient treated via manual insulin injection. The no delivery alarms were resolved by changing the infusion set and reservoir. No products were returned for analysis.